Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: lasso¿ electrophysiology catheter (model# d-1220-22-s, lot# unknown). Manufacturer ref no: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a preface® guiding sheath with multipurpose curve, and hemostatic valve separation of the transseptal sheath occurred. While manipulating the lasso catheter in the left atrium, the hemostatic valve of the preface sheath detached. Physician manually occluded the opening to prevent air entrainment. Remainder of procedure was aborted. There was no neurological sequelae, motor damage, or any patient consequences reported.

Manufacturer narrative:
It was reported that a patient underwent an ablation procedure with a preface® guiding sheath with multipurpose curve, and hemostatic valve separation of the transseptal sheath occurred. The bwi failure analysis lab received the device for evaluation on 9/22/2018. The analysis has begun but is not complete at this time. It was discovered that the valve detached from sheath. These findings confirm the damages that were previously reported. The valve detachment issue assessment remains as MDR reportable. Since the product was received, populated. Device available for evaluation?. Is device returned to manufacturer? Date device returned to manufacturer. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacture ref no: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an ablation procedure with a preface® guiding sheath with multipurpose curve, and hemostatic valve separation of the transseptal sheath occurred. The investigational analysis completed on 11/5/2018. The device was inspected and the cap was received detached from the hub. Parts were visually inspected and no damages or anomalies were observed. The received wire guide was inserted at the returned vessel dilator. Then they were inserted as a single unit through the catheter sheath introducer by the cap and it was introduced entirely into the cannula until a click was heard indicating which the assembled was achieved successfully. Both parts were withdrawn completely from the catheter. This procedure was carried out several times. No anomalies were noticed. The insertion/ withdrawal test was successfully performed during all the tries. The catheter¿s outer diameter was measured and it was found within specification. The device history record (DHR) was unable to document since the lot # was not provided. The customer complaint was confirmed. The root cause of the damage cannot be determined since during manufacturing process, all the devices are inspected for visual damages before packaging. On line inspections and functional tests are in place to prevent this type of damage from leaving the facility. Manufacturer ref no: (B)(4).